Event description:
The facility's biomedical technician reported an infusion pump with failure code 7 and failure code 25 found during pt use. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or the set up of the infusion device. The medication involved was tpn and lipids, being infused at 98.1 ml/hour. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.